Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflation unit was insufflating without occlusion so no pressure was displayed during an unspecified procedure. The customer had to manually exsufflate, then power off to reinflate. There was no report of patient injury or medical intervention associated with this event.